Event description:
It was reported the colonovideoscope had an e315 error code. When the customer connected the scope to the tower it read out to "contact olympus". The scope was tested on both towers. It read out a "e315 error code" instead of the "contact olympus" message that first appeared. The scope was then sent to start the return process for repair due to the error message. The following day, while preparing the scope for shipping, it was noticed that the container had something in it that seemed to be dirty even though the scope was cleaned and dried inside and out. The scope was then reprocessed, and the scope failed the leak test in decontamination. The leak was coming from an odd port and could not pass a brush through or syringe. The olympus educator was contacted, because the leak was very bad and, in a place, no one had seen a leak come from before. Olympus directed to manually clean the scope (hld). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3, h4 and h6 were corrected as there were incorrectly selected in the initial MDR. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ while the user was handling the device, scope connector leaked, which led to water invasion of the device, then abnormality of electronic parts. Olympus will continue to monitor the field performance of this device.